Event description:
It was reported the pt was experiencing what he described as tingling at his ipg site. No further info is available at this time, f/u is pending.

Manufacturer narrative:
Correction/removal reporting number: 1627487-12192011-003-r. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.